Event description:
It was reported to (B)(6) customer service that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis and pneumonia. Additional information was obtained through follow-up with the clinical manager (cm) of the patient's pd clinic. The patient was seen in the pd clinic on (B)(6) 2024 due to pain and tenderness at the pd catheter exit site. The nurse checked the site which appeared red without drainage. A culture was obtained. The patient was initiated on antibiotics with doxycycline 100mg two times per day for one week and keflex 500mg two times per day for one week (route not provided). The culture was negative for growth and no white blood cells were seen. The patient was diagnosed with an exit site infection only. The patient was not diagnosed with peritonitis nor pneumonia. The patient was not hospitalized. The patient is continuing pd therapy on the cycler. There was no indication of a serious injury, patient death, or other adverse event related to a (B)(6) product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).